Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found, therefore supporting the device met material, assembly and performance specifications prior to shipment. One turnpike smooth catheter and a guidewire were returned for evaluation. The distal section of the catheter was twisted, which is consistent with rotating the catheter against resistance. 1mm of the turnpike tip was separated from the catheter and remained on the guidewire. The tip material was caught in the damaged guidewire coils.

Event description:
Tip of turnpike broke off. Additional information received 26apr19: the tip broke; however, was still attached. The tip was retrieved, and case completed. The vessel was eventually ballooned, and another turnpike was used to deliver a des. No patient injury or impact reported.